Event description:
During evaluation of a returned spectrum infusion pump, the device alarmed system error 345 (thermistor disparity). No additional information is available.

Manufacturer narrative:
The device was received for evaluation. Evaluation included a visual assessment as well as functional testing. A service history review revealed no indication that the parts replaced during servicing caused or contributed to the reported event. During evaluation, the service event reported system error 345 was not reproduced. The cause of the condition was identified to be the force sensor which requires replacement to address this issue. Should additional relevant information become available, a supplemental report will be submitted.